Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The fg. 111 alarm occurred during the battery tests. A visual inspection found no physical damage on the device. The cause of the alarm was determined to be battery damage. In order to correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have an fg. 111 alarm, which is a low battery alarm, during testing. No additional information is available.